Manufacturer narrative:
The nihon kohden clinical applications specialist reported that the central nurse's station (cns) displayed a different patient name than the transmitter showed, and then changed to the correct patient name. The patient log files were obtained and are under evaluation. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The nihon kohden clinical applications specialist reported that the central nurse's station (cns) displayed a different patient name than the transmitter showed, and then changed to the correct patient name.

Manufacturer narrative:
The nihon kohden clinical applications specialist (cas) reported that the central nurse's station (cns) displayed a different patient name than the transmitter showed, and then changed to the correct patient name. The patient log files were obtained and have been evaluated. Per nihon kohden tech ops specialist, the issue resolved itself.

Manufacturer narrative:
H10: additional narrative: the site had a patient in room 3d, who was on a gz tele (bed name: gz011) and a patient in room 5a, who was also on a gz tele (bed name: gz170). The nurse noticed on the cns for the patient in 3d that the name was not the correct patient. She went into room 3d, checked the wristband of the patient and then checked the name on the transmitter and they did not match. She went back to the cns and the name of the patient on that tile was correct again and when she checked the transmitter in room 3d again, the name was also correct. It's unclear how long this issue lasted for, but it was first discovered around 7:30 and everything was showing correctly again about 5 minutes later. They're unsure how the patients name & information got swapped around between those 2 transmitters, but the hospital didn't do any patient transfers or change devices. Service requested: troubleshooting. Service performed: troubleshooting. Investigation result: the investigation conducted under (B)(4) concluded that there was not enough information to determine the root cause of the reported event. There are no other tickets associated with a/cgs-9002 s/n (B)(6) server. Customer's service history shows no other tickets with incorrect patient name issue. Corrected information: g4. Date received by manufacturer: should be 03/08/2018 not 04/06/2018 as listed on MDR initial report d11. Concomitnat medical products: the gz transmitter was being monitored on the cns. No model/serial was provided.

Event description:
The nihon kohden clinical applications specialist reported that the central nurse's station (cns) displayed a different patient name than the transmitter showed, and then changed to the correct patient name.

Manufacturer narrative:
Logs from the central nurses station were requested and received from the customer. An investigation request for complaint (irc) form was filled out and sent with the logs to our parent company, nihon kohden corporation (nkc), for review and analysis. Nkc was unable to determine root cause based on these device logs and requested further investigation by nkus lab (a subsidiary of nkc and the product developer of nk network servers). Our nk test lab attempted to recreate the issue in a test environment using a simulated emr (electronic medical records) system. In this simulation there were no errors recreated and patient names flowed without duplication. Investigation of the issue showed that this was a singular event that could not be duplicated in the lab environment. No root cause was able to be determined. In additional to reviewing the logs, and recreating the issue in a test environment, an evaluation of the clinical work flow was performed. Nihon kohden continues to actively monitor these types of events through our post market surveillance.